Event description:
The device was used during a video assisted thoracic surgery lobectomy procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected the tissue at the application site. The hospital has reported the pt's condition is satisfactory.